Manufacturer narrative:
(B)(4). Software data logs were returned to the manufacturer on 11-april-2018.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the fraction of inspired oxygen (fio2) could not be adjusted to reach 21%. There was no patient involvement.

Manufacturer narrative:
Per field service representative (fsr), the electronic patient gas system (epgs) passed initial calibration but the fraction of inspired oxygen (fiio2) would not go below 27% and read 'not calibrated'.

Manufacturer narrative:
Updated block: device available for evaluation. Per data log analysis, on (B)(6) 2018 the fraction of inspired oxygen (fio2) was set to 21% and closed to five liters per minute (lpm). The gas system reports oxygen (o2) sensor and blender disagree, sensor = 31.5%, blender = 21%.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) determined that the fraction of inspired oxygen (fio2) could not be adjusted to reach 21% because of a defective oxygen (o2) sensor. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.